Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump not turning on anymore. Customer stated they tried to replace the battery 4 times but it was still not turning. Customer stated that the display was not blank less than 30 seconds and did not return. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.